Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted on (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has had three separate alerting sequences for their right ventricular (rv) lead since (B)(6) 2017. The first alert was for low pacing impedance. The second alert was a year later for high and undefined coil impedances for both the rv defib coil and superior vena cava (svc) coil. Both alerts were programmed off at that time. Now there is an alert for high and undefined pacing impedances. The patient is at a hospice/rehab facility and is going home soon so the nurse will recommend the patient to follow-up with a local cardiologist. The rv lead remains in use. No patient complications have been reported as a result of this event.